Event description:
Patient's spouse reported inaccurately high readings with a one touch ii compared to a medisense optium. "Patient had an insulin reaction, received a blood glucose result of 203 on the day of the event at 7:11 pm and injected insulin and received a blood glucose result of 26 on the day of the event at 8:33 pm." Day of the event at 7:11 pm - 203, at 8:33 pm - 26, at 8:57 pm - 71; at 9:22 pm - 125; the next day at 1:40 am - 136; at 5:00 am - 124. Tests were done 30 minutes apart. Patient reported no symptoms.